Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) mechanism failed and collapse. Additionally, there was a problem with the power cable. No one was hurt or injured.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that after the patient's therapy was completed, when winding the cable, the cardiosave intra-aortic balloon pump (iabp) mechanism failed and collapse. Additionally, there was a problem with the power cable. The cable became entangled in the reel and the cable could not be hidden inside the device. This did not affect the basic function of the pump. The pump was still functional and usable. There was no patient involved.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the failure. The fse then untangled the power cord reel and checked if the cable insulation was damaged. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.